Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Analysis of the remote transmission revealed a diagnostics error. The implantable cardiac monitor indicated that the atrial fibrillation burden reached its maximum capacity, but there were no atrial fibrillation episodes recorded that day. No intervention was performed. The patient experienced no adverse consequences.